Event description:
The patient reported that she will need to have surgery again to "lengthen the lead" of her vns device. The patient stated she is in a lot of pain and can't lift her arm up at all and is limited to sitting in a chair due to the pain. The doctor reported that due to the lead needing to be lengthen, the patient couldn't tilt her head back. She underwent surgery to "lengthen the lead" and it was noted that the patient was doing better after the surgery. No new further relevant information has been received to date.